Manufacturer narrative:
The reporter changed the sodium electrode and the recovery has been stable after doing this. (B)(6).

Event description:
The initial reporter stated that they received questionable results for six patient samples tested with the ise sodium electrode on a cobas c 111. Of the six samples, five had discrepant sodium values. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a sodium value of 131.2 mmol/l. The sample was repeated four times, resulting with values of 136.4 mmol/l, 137.9 mmol/l, 136.9 mmol/l, and 138.9 mmol/l. The second sample initially resulted with a sodium value of 132.7 mmol/l. The sample was repeated three times, resulting with values of 141.5 mmol/l, 141.5 mmol/l, and 142.1 mmol/l. The third sample initially resulted with a sodium value of 134 mmol/l. The sample was repeated three times, resulting with values of 139.7 mmol/l, 138.7 mmol/l, and 139.6 mmol/l. The fourth sample initially resulted with a sodium value of 132 mmol/l on (B)(6) 2019. The sample was repeated four times on (B)(6) 2019, resulting with values of 138.2 mmol/l, 139.6 mmol/l, 139.2 mmol/l, and 139.6 mmol/l. The fifth sample initially resulted with a sodium value of 132.2 mmol/l on (B)(6) 2019. The sample was repeated four times on (B)(6) 2019, resulting with values of 138.8 mmol/l, 138.4 mmol/l, 139.3 mmol/l, and 136.5 mmol/l. No adverse events were alleged to have occurred with the patients. The cobas c 111 serial number is (B)(4).

Manufacturer narrative:
The customer replaced the na electrode and na results have been stable. The investigation did not identify a product problem. The cause of the event could not be determined.